Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt, that cause injury and damage to the patient. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the op-tease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt, that cause injury and damage to the patient.

Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt, that cause injury and damage to the patient. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due having deep vein thrombosis (dvt) with multiple pulmonary embolisms (pe) and hemodynamic compromise. During implantation of the ivc filter via the right femoral vein, the filter was placed without difficulty. According to the information received in the patient profile from (ppf), approximately on or about nine years and eight months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of the filter struts outside the ivc, and a tilted filter. The patient also reports to suffer from anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter due having deep vein thrombosis (dvt) with multiple pulmonary embolisms (pe) and hemodynamic compromise. During implantation of the ivc filter via the right femoral vein, the filter was placed without difficulty. According to the information received in the patient profile from (ppf), approximately on or about nine years and eight months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of the filter struts outside the ivc, and a tilted filter. The patient also reports to suffer from anxiety. Additional information is pending and will be submitted within 30 days upon receipt.